Event description:
This complaint was created due to the receipt of a medwatch report mw5146280 on 02oct23. The report was found to be written against unknown 5mm airseal trocar, that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿the reported event was that an airseal 5mm trocar was placed, possibly on the right flank, and could potentially have been related to an injury sustained by the patient, who then expired intraoperatively.¿. No further information is available since the reporter has elected to stay anonymous. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where there was a reported death of the patient.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5146280 on 02oct23. The report was found to be written against unknown 5mm airseal trocar, that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿the reported event was that an airseal 5mm trocar was placed, possibly on the right flank, and could potentially have been related to an injury sustained by the patient, who then expired intraoperatively.¿. No further information is available since the reporter has elected to stay anonymous. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where there was a reported death of the patient.